Manufacturer narrative:
Concomitant medical products: 456845 ra lead, 506852 rv lead, implanted (B)(6) 1999.

Event description:
It was reported that the right ventricular (rv) lead and left ventricular (lv) lead both exhibited an increase in impedance and thresholds since implant. The rv and lv lead impedances were now measuring above the normal range. No intervention was done and the leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was further reported that the left ventricular (lv) lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.